Event description:
According to the reporter: during the case, multiple clips ejected out of the instrument when the surgeon placed a clip. Due to this issue, multiple clips fell into the patients pelvic area. It is unknown if the clips were retrieved from the patient's cavity. Operative time was not extended more than thirty minutes.

Manufacturer narrative:
(B)(4).